Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) had presence of air in the pump and evident extrusion of the corpus cavernosum. The ipp was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4) . Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. No anomalies were found with the pump. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that the first cylinder had a hole in the proximal end of the cylinder from sharp instrument. Both cylinders had ad wear at fold in the proximal end of the cylinder. The first cylinder did not pass the leak test, however, the second one did. The reservoir was microscopically inspected, and leak tested. The microscope test found that the reservoir had a hole at the corner of a fold in reservoir shell. Leaks were identified. Based on the information available and analysis results, the reported clinical observation of pump - air in system/component could not be confirmed; however, the cylinder and reservoir not passing the microscope, leak tests could affect product performance. The reported extrusion was confirmed as a known inherent risk.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had presence of air in the pump and evident extrusion of the corpus cavernosum. The ipp was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). Correction to field g2: report source.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had presence of air in the pump and evident extrusion of the corpus cavernosum. The ipp was explanted and replaced. No further patient complications reported.